Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. While prepping the 5.0x20mm liberte' bare metal stent, the stent dislodged from the balloon. The procedure was completed with another stent. No patient injuries or complications occurred. Patient status is satisfactory.